Event description:
The hub of the cypher select stent was noted to be cracked.

Manufacturer narrative:
This device crb 13350 (lot 14084173) is distributed outside the united states; however, it is similar to the united states product cxs 13350. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.